Event description:
Swan-ganz catheter balloon avulsed off of catheter in removing catheter from the patient. Patient monitored closely. Catheter given to biomedical engineering. Biomedical engineering was able to duplicate the problem. Three swan-ganz catheters were tested with three different outcomes. #1: balloon avulsed during removal; #2: balloon partially avulsed, turned inside-out; #3: balloon burst, stayed in place on the catheter. Family and patient disclosed as well. Pt needs surgery (independent of this occurrence). Physician informed. Pt to be admitted, will continue to monitor.